Manufacturer narrative:
Updated fields: d4 - unique identifier (UDI) #. Device evaluation by manufacturer: the carotid device was returned for analysis. A visual and tactile examination identified no issues with the catheter or delivery system. The device was received with the stent deployed from the delivery system. The deployed stent was not returned for analysis. This concludes the product analysis.

Event description:
It was reported that a severe resistance was felt in retrieving the delivery catheter. The target lesion was located in the moderately tortuous internal and common carotid artery. A 10.0-31 carotid wallstent self-expanding stent was inserted and advance over filterwire ez, and the stent was deployed at the target site. During device removal of the delivery catheter, a severe resistance was encountered. The filterwire was pulled along with the retracting delivery catheter. The catheter sheath was maneuvered and was able to be eventually pulled out on its own, despite some resistance. The filterwire was removed using normal procedure and without any issue. The procedure was completed successfully. There were no patient complications.

Event description:
It was reported that a severe resistance was felt in retrieving the delivery catheter. The target lesion was located in the moderately tortuous internal and common carotid artery. A 10.0-31 carotid wallstent self-expanding stent was inserted and advance over filterwire ez, and the stent was deployed at the target site. During device removal of the delivery catheter, a severe resistance was encountered. The filterwire was pulled along with the retracting delivery catheter. The catheter sheath was maneuvered and was able to be eventually pulled out on its own, despite some resistance. The filterwire was removed using normal procedure and without any issue. The procedure was completed successfully. There were no patient complications.